Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure that three screw heads fractured and another screw stripped. There was a thirty minute delay during the surgery.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00420, 0001032347 - 2021 - 00421, 0001032347 - 2021 - 00427. Medical products item #91-6107, lot #991620. Item #91-6106, lot #j398520 qty 2. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure that three screw heads fractured and another screw stripped. No known impact or consequence to the patient.